Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer reported that the whole drawer appeared to become stuck each time it was opened. As a result, the nursing staff had to repeatedly fail the drawer and attempt recovery whenever they tried to access medications from the s8 drawer in the intensive care unit. Upon inspecting the back of the drawer, noticed that it was quite loose on the right-hand side at the back. The customer stated that this malfunction happened when they were dispensing medication, and there was a delay. There was no impact to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A technical support specialist verified that the issue was resolved by a field service engineer who replaced the drawer rails. The system functioned as intended after the field service engineer troubleshot the issue.